Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 284 mg/dl. The customer was admitted to (B)(6) hospital in medical center, (B)(6) on (B)(6) 2015. The customer was treated with lantis in the hospital. The cause of emergency visit per healthcare provider is diabetic ketoacidosis. It was explained to the customer the 2 high blood glucose rule. The customer was advised to change entire set, reservoir, and insulin and treat per healthcare provider instructions. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.